Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the message, "replace sensor," while wearing the adc freestyle libre sensor. On (B)(6) 2021, as a result, the customer has a seizure and had a loss of consciousness and after an unspecified amount of time, was able to provide self-treatment. Hcp contact was made, and a blood glucose test of 198 mg/dl was obtained on the hcp meter and the customer was provided an unknown oral pill for a diagnosis of hyperglycemia. No further treatment was provided. There was no report of death or permanent injury.